Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen became blank and displayed green and red lines on the screen. Additionally, the touch screen had the appearance of being cracked under the screen whenever the screen was turned on. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to a backup pump for insulin therapy.